Event description:
Related manufacturer reference number: 2017865-2022-14027. It was reported that the right ventricle lead was dislodged post implant procedure. The right ventricle lead was explanted and replaced. The atrial lead was also repositioned during the same procedure on (B)(6) 2022 for unknown reason.

Manufacturer narrative:
Further information was requested but not received.